Event description:
Boston scientific received information that the device system displayed a shock impedance measurement less than 20 ohms. Defibrillation threshold (dft) testing was performed and a fault code screen appeared indicating loss of charge detected, along with an audible popping sound noted by the physician and clinical staff. Prior to the dft test, the battery longevity was listed at three years remaining and following the dft test, the device had declared elective replacement indicator (eri) and emitted beeping tones. A revision procedure was performed. The device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.